Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the subject coil was unable to go out of the sheath even after several attempts to push it out. When the physician tried to push it forcefully, it detached prematurely inside the microcatheter. The physician removed and replaced the device and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was confirmed from the packaging label. On visual/microscopic inspection: the coil delivery wire was seen to be kinked/bent. The main coil was seen to be detached/separated. There was a non stryker sheath returned with the device. Functional inspection was unable to be performed on sheath as non stryker sheath was returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the coil was inspected prior to use and no issues were noted, the device was prepared as per the dfu, continuous flush was maintained for the duration of the procedure, the tapered distal end of the introducer sheath was firmly seated in the hub of the microcatheter (with a slight buckling or reactive force indicating proper positioning), the rotating hemostatic valve (rhv) was opened enough to allow passage of the device through without damage, and the same microcatheter (sl-10) was used to finish the procedure. During analysis, the coil delivery wire was found to be kinked/bent and the main coil was found to have been detached/separated from the delivery wire. The main coil was not returned. A functional test for introducer sheath friction was unable to be performed as a non-stryker sheath was returned with the device. While the defect could not be confirmed during analysis, the kinked delivery wire would have caused friction in the introducer sheath. It was noted in the event description that the coil detached when it was pushed forcefully against the reported sheath friction. Examination of the delivery wire showed evidence of mechanical detachment at the main coil junction. Based on analysis, an assignable cause of handling damage will be assigned to the as reported (ar) / as analyzed (aa) 'main coil prematurely detached/separated during use', the ar 'coil introducer sheath friction', and the aa 'coil delivery wire kinked/bent' since these issues were associated with handling of the device during the clinical procedure.

Event description:
It was reported that during the procedure, the subject coil was unable to go out of the sheath even after several attempts to push it out. When the physician tried to push it forcefully, it detached prematurely inside the microcatheter. The physician removed and replaced the device and completed the procedure without clinical consequences to the patient.